Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, and upon doing so, the cgm error code did not reappear, allowing the sensor session to start successfully.